Event description:
A device was initially returned to the MFR and marked for disposal only. It was later reported that a pt's pump was explanted and replaced to avoid in-vivo battery depletion. Neither a rotor nor dye study was performed. Normal elective replacement indicator (eri) was noted. The pt had recovered from the pump replacement procedure without sequela. The pump administered sulfentanyl (25 mcg/ml at 8.8 mcg/day). Analysis of the pump was later completed on (B)(4) 2011. Add'l info will be provided in a f/u report, as it becomes available.

Manufacturer narrative:
(B)(4). Final analysis of the pump (model: 863740, sn#: (B)(4)) revealed s2 corrosion / s2 corrosion with mechanical wear. Residue and a slight amount of shaft wear were found on the upper shaft of gear number 2. Residue was also found on the upper bridge jewel of gear 2, and on the gear 3 wheel. All other jewel lubricant, with he exception of gear 2, was determined to be acceptable. No anomalies were seen in regards to the following: gear number 1, bottom bridge assembly of gear number 2, rotor magnet of gear 2, and gear number 3. Under a microscope, no anomalies were seen in regards to the circuit board, battery, posts, or motor/battery wires moisture was seen in regards to the following: inner cover, gear wheel 3, and on the pump head cover. The pump passed dispense accuracy testing. No leaks were seen. The battery voltage was found to be 3.02 volts. M1 and m2 motor resistance to case was indicated as being greater than 10 meg. Motor resistance was 493 ohms. The motor coil passed testing. No motor stalls were seen during analysis, however, multiple stalls and recoveries were seen in the pump logs. Motor stalls were noted as having occurred on (B)(6) 2010, and (B)(6) 2011. Motor stall recovery was noted as having occurred on (B)(6) 2010. All rollers were found to turn freely; and the pump tube appeared normal. No reset, eri, or safe states were found in regards to all reviewed telemetry strips and logs. The reservoir was found to contain 17.5 ml of sufentanil.